Event description:
It was reported that that customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer stated that she went to bolus to correct for her blood sugar and she is getting no response at all. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healt care provider instructions. The customer was advised that we are sending replacment of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. The device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.